Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The de novo target lesion was located in the severely calcified and moderately tortuous left anterior descending artery. The physician advanced the 15 x 3.5mm quantum maverick mr balloon catheter to the lesion for dilatation and observed that the balloon was ruptured. The procedure was completed with a different device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the balloon was tightly folded and there was no indication the balloon was subjected to positive (inflation) pressure. The hypotube was separated 72cm from the edge of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The inflation lumen of the device was not intact due to the hypotube separation. Further testing revealed there was no anomalies found with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed as the returned device did not show any defect which could have contributed to the reported event. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The de novo target lesion was located in the severely calcified and moderately tortuous left anterior descending artery. The physician advanced the 15 x 3.5mm quantum maverick mr balloon catheter to the lesion for dilatation and observed that the balloon was ruptured. The procedure was completed with a different device. No patient complications were reported and the patient status is stable.